Event description:
It was repored that the surgeon inserted an aq2030v silicone three-piece lens and one haptic tore. The incision was enlarged to remove the lens and sutures were required to clsoe the wound.